Manufacturer narrative:
1/29/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a low anterior resection. Reportedly, the staples did not form properly. No pt injury reported.